Event description:
It was reported that patient underwent a ventricular tachycardia ablation procedure and the implantable cardioverter defibrillator (ICD) subsequently displayed high, out-of-range shock impedance. No adverse patient effects were reported. Additional testing and troubleshooting were recommended to evaluate lead integrity due to the lead trend. It was planned to follow-up with the patient in the future and this right ventricular lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).